Event description:
It was reported "catheterization was uneventful, guidewire was placed, guided placement of intra-aortic balloon counterpulsation catheter was uneventful, and withdrawal of the catheter revealed that the anterior end of the catheter was disconnected". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "catheterization was uneventful, guidewire was placed, guided placement of intra-aortic balloon counterpulsation catheter was uneventful, and withdrawal of the catheter revealed that the anterior end of the catheter was disconnected". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/plastic bag. Upon return, the teflon sheath was noted on the iabc; clear fluid was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area approximately 4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4cm from the iabc distal tip, which is the location of the previously noted broken/damaged central lumen. The guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "anterior end of the catheter was disconnected" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen can cause difficulty inserting the iabc into the patient over the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.